Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the reported plastic foreign material was not returned. An olympus borescope was used to inspect the biopsy and suction channels of the scope and found no scrapes marks, debris, stains or foreign material. There were also no missing pieces noted from both channels. Additional to testing, an olympus brush (bw-20t) was introduced into the biopsy and suction channels and there was no restriction or obstruction noted during the pass. There was evidence of chemical damage found on the glue of the bending section cover that appeared cloudy or white in color. The scope passed leak testing. Based on evaluations, the cause of the reported phenomenon could not be conclusively determined as there was no foreign material, stains or debris found during the inspection. However, due to the white cloudy appearance of the glue found on the bending section cover improper reprocessing cannot be ruled out as a contributing factor to the reported event. The instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿

Event description:
Olympus was informed that a patient contacted the user facility on july 19, 2018, and reported that three days post op of a diagnostic colonoscopy with polypectomy procedure, the patient experienced diarrhea, abdominal cramps and allegedly passed a 1 inch plastic ring. The patient reported that the symptoms resolved after this. There were no abnormalities noted with the scope during the procedure. The patient did not require any additional procedures or treatment and there was no patient injury reported. Additionally, the user facility reported that pre-cleaning is performed on the scope immediately after each procedure by wiping the exterior and then saline is suctioned through the channel. The scope¿s channel is also brushed during manual cleaning. The scope is then reprocessed in the facility¿s steris automatic endoscope reprocessor (aer) with metrizyne enzymatic cleaner. After reprocessing, air and alcohol is flushed into the scope¿s channel.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the endoscopic support specialist (ess). On august 15, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess reported that there were no deviations noted with the user facility¿s reprocessing practices.